Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio or vibrate anomaly due to buttons not responding. Product not meets specification noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 168 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump would not beep most of the time and had a button error alarm and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.